Manufacturer narrative:
The field service engineer (fse) discovered cut tubing at the vl9b pinch valve. The fse replaced the tubing to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of approximately two hundred (200) milliliters from a coulter lh 780 hematology analyzer. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.